Manufacturer narrative:
H6: investigation summary one photo was received with the customer's complaint of leakage. The photo shows the filter air vents on set circled and is sufficient to verify the leakage. Without a sample for further investigation, the root cause of this failure is unknown. A device history record review for model 2465-0007 lot number 22115367 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd alaris pump infusion set smartsite bag access non-vented 0.2 micron filter low sorbing tubing (ref 2465-0007) lot number (10)21116110) the infusion set was infusing a chemotherapy drug for ~20 hours when we noticed that on the back of the filter there was some fluid outside of the tubing set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd alaris pump infusion set smartsite bag access non-vented 0.2 micron filter low sorbing tubing (ref 2465-0007) lot number (10)21116110) the infusion set was infusing a chemotherapy drug for ~20 hours when we noticed that on the back of the filter there was some fluid outside of the tubing set.